Event description:
The customer reported that a pt began to arrest. The passport pt monitor and passport defibrillator were retrieved to resuscitate the pt. The passport monitor shutdown on battery power. The passport monitor could not be operated on ac power and the hosp personnel did not defibrillate the pt. The pt expired.